Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2015-08-18 information was received from an attorney regarding a patient who was receiving an unknown medication via an a medtronic synchromed ii infusion system. Indications for use, medical history, and concomitant medications were not reported. On an unspecified date, the patient experienced personal injury arising out of the defective manufacture, sale, and use of a medtronic synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. Additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated (B)(6) 2016, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter failure resulting in injuries of withdrawal, overdose, hospitalization, and surgery. The indication for use was noted as malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.